Event description:
It was reported that revision surgery was peformed due to ligament instability. The patient sustained a severe fall. The patient does not have the ability to gain muscular strength due to a neurologic condition.